Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient was bleeding from the access site. Systematic heparin was withheld. Additionally, the motor was not running properly and flows never exceeded 0.9 l/min. Upon taking the proper actions of turning the pump down, restarting multiple times, the pump then started running. Flows achieved normal levels, but the motor current exceeded 1200+. The issue was unable to be resolved. Decision was made to replace the pump with a new impella cp. The patient was reported stable post replacement. No further informtion is available.

Manufacturer narrative:
The investigation for the reported saturated flow issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The device passed all post-sterile inspection checks. The evaluation of the device noted that the field real time (rt) log was reviewed and spikes in motor current, suction, pump position in ventricle alarm, and trending purge pressure and motor current were observed. The returned pump was visually inspected, and biomaterial was observed in the purge gap. The cause of the issue was biomaterial in the motor. This report is being filed as part of a retrospective review of historical records.